Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and set screw with a rounded socket. (B)(4).

Event description:
It was reported that, during the implant of an epicardial left ventricular (lv) lead, the lead would not screw into the grommet on the header of the device. The grommet screw was reported to be stripped. A new wrench kit was used without success. The set screw could be secured in the right atrial (ra) lead and right ventricular (rv) lead ports successfully. It was believed that the grommet was damaged on the lv port of the header. The device was removed and replaced and the lead was successfully connected to a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.